Event description:
It was reported that during procedure, the subject stent was deployed approximately three-fourth of the length. When the subject stent was about to re-sheath around the genu, but the microcatheter was unable to track over the subject stent. Resistance was encountered and the microcatheter would not advance over the subject stent. The subject stent not opening well (ribboned) but there was no other option than to deploy the stent. With some manipulation the stent opened proximally but there was a section of unopened stent. Fortunately, they were able to track a balloon and use this to open the stent.